Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated for low blood glucose levels on two occasions. On (B)(6) 2010, he was taken to the emergency room with a blood glucose reading of 21 mg/dl. The customer didn't provide the date for the second event, but he was treated by the paramedics for a blood glucose reading of 43 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. Nothing further was reported.